Event description:
The pt experienced a shocking/jolting sensation following a fall. Specifically, she fell on her face and about a month later she started to have "shocks all over her body" especially when she sat or would lie down. The shocking was not present when the device was turned off. She also had pain at the incision site on her back. The pt met with her healthcare professional and the company rep at which time they tried to change her programs which did not really help. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).